Event description:
It was reported that a small volume folfusor overinfused medication to the patient. The expected therapy time was 7 days; however, it was observed that the infusion ended approximately 9 hours early. The device had been filled with fluorouracil hs (ebewe) 3150mg and 0.9 % sodium chloride. This was identified at home during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured on october 25, 2021 to october 26,2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.